Event description:
Patient was hospitalized for hyperglycemia. Nurse reports that the patient is visually impaired and told the emts "I think my insulin pump is not attached correctly". Patient is "certain the pump is okay". Device will not be returned for evaluation.